Event description:
The insulin exited and the pump was not counting the units. The customer rewound and tried to prime with the same reservoir but no change occurred. It was stated that the customer changed the reservoir and the pump primed correctly.